Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer went to the ER for treatment. Their blood glucose value was 595 mg/dl at the time of incident. Troubleshooting did not occur for the high blood glucose. The sensor will not be returned for analysis.